Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the resident had occluded catheter and bypassing, no urinary output in urinary collection bag at 0640. Foley catheter in situ, able to advance catheter in urethra and resistance noted on gentle reseating of balloon in bladder, no urine returns with dame, resident denied having discomfort. Writer attempted to irrigate catheter with 50 ml normal saline at 0700, resistance noted, obstruction dislodged, and cloudy and sediment urine return noted then writer heard audible "popping noise". Writer again attempted to advance and reseat catheter, catheter pulled back with no resistance and fully pulled out of urethra, resident denied having discomfort with same. Writer attempted to re-inflate balloon to inspect, fluid came out of tip, no inflation noted indicating balloon burst. Writer re-inserted foley catheter via sterile procedure and protocol at 0715, new #16 french 10 cc balloon catheter inserted, balloon inflated with 10 ml sterile water, urine return noted for 100 ml sediment and cloudy urine. Urinary drainage bag attached to foley catheter and catheter secured in foley stat-lock to left thigh. Resident tolerated procedure well. Identification markers on catheter valve: lubricath (reg. Trademark) 16 fr 30 cc 0103l16 ngjv2853.